Event description:
This report is being filed after subsequent review of the following journal article, zhu, y., md, lu, y., md, shen, j., md, zhang, j., md, and jiang, c., md, phd (2011). Locking intramedullary nails and locking plates in the treatment of two-part proximal humeral surgical neck fractures. J bone joint surg am, 93, 159-168. The authors performed a prospective randomized trial to compare the outcomes between locking intramedullary nails and locking plates in patients with a two-part surgical neck fracture. Between november 2004 and december 2006, twenty-five patients (nine male, 16 female, average age 54.8 years) were treated with a synthes proximal humeral nail (phn) and 26 patients (eight male, 18 female, average age 50.5 years) were treated with a synthes locking proximal humeral plate (lphp) or a synthes proximal humeral internal locking system (philos) for proximal humeral fractures. Fracture union was achieved in all patients within three months after surgery. No infection was seen in either group. On follow-up, heterotopic ossification was found in one patient in the locking nail group and two patients in the locking plate group. The authors concluded that satisfactory results can be achieved with either implant in the treatment of two-part proximal humeral surgical neck fractures. This report is for an unknown nail and an unknown plate. This is report 2 of 2 for complaint (B)(4). A copy of the journal article is being submitted with this medwatch.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Zhu, y., md, lu, y., md, shen, j., md, zhang, j., md, and jiang, c., md, phd (2011). Locking intramedullary nails and locking plates in the treatment of two-part proximal humeral surgical neck fractures. J bone joint surg am, 93, 159-168. This report is for an unknown plate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.